Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances ranging from 117 to 128 ohms and noise. The physician had removed the device from the pocket twice and re-inserted the pins. Boston scientific technical services (ts) discussed possible electromagnetic interference (emi) and troubleshooting options. The physician repositioned the lead but the repositioning was unsuccessful. This lead was not used, and a new lead was placed. Attempts to gain further information were unsuccessful. At this time, the rv lead status was unknown. No additional adverse patient effects were reported.